Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: d9, h4. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: a sample was received. Failure mode reported could be related to ¿plates don¿t close properly¿ which according to pfmea 034-fba-fmea-303 can be caused by tie too long. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered this materials factor does not contribute to the reported complaint defect. Based on the present analysis, the reported defect by the customer could not be observed or related to manufacturing process. The requested investigation was completed and in conclusion, no issues or discrepancies were found which could potentially relate to the reported complaint. There is no indication that the reported problem is related to the manufacturing process. Therefore, no further action will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please clarify the number of products involved in the event and how many to be returned? Qty of product involved is 1, and qty to be returned is 2. (One of returning products is a reference product.) Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on a (B)(6) 2020 and a reservoir was used. During surgery, use of the reservoir during the surgery, when trying to start suction, the reservoir could not be locked. It was replaced to another product. Further details are not provided. There were no adverse consequences to the patient.